Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse inspected the instrument, dissolved a new control, and completed testing with no further issues identified. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted. The investigation was not able to confirm a device issue that could be associated with the reported event; the investigation was inconclusive.

Event description:
The following event was reported: sodium and potassium results were erroneous and high in both cells. There was no report of death or serious injury.